Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's diagnostic report or event history log shows error code 1115 for check vent: aux alarm supply failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
After requesting additional clarification regarding the reported issue, it was found that further evaluation and repair were performed by the manufacturer's field service engineer (fse) confirming error code 1115 check vent: aux alarm supply failed. The fse replaced the motor controller pcba, power management pcba, and power supply to resolve the reported issue. The blower and user interface assembly replacement mentioned in the previous follow up report was due to noise and normal wear and tear respectively and did not resolve the reported issue in this record. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. A philips service engineer was not able to repair the device due to the device is in an unknown location; therefore, the repair could not be conducted. It could not be determined if it failed to meet specifications. It was also noted that the customer does not want to proceed with the repair. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Further evaluations and repair were performed by the manufacturer's field service engineer (fse) confirming error code 1115 check vent: aux alarm supply failed. The fse installed the motor controller pcba, power management pcba, central processing unit pcba, and power supply, and it was confirmed that the error code persisted. It was also observed that there were issues with the blower assembly. After further investigation, it was noted that replacing the user interface assembly and blower assembly fixed the device issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.